Manufacturer narrative:
Method: device will not be returned for evaluation. Additional manufacturer narrative: the serial number of the device is not available. Therefore, no DHR review can be done. The surgeon has indicated that this event was not due to a malfunction of the device but due possibly to calcification that inhibited contact between the annulus and the valve sewing ring.

Event description:
Reportedly, the patient aorta was reopened after implant of this device to correct a paravalvular leak. On (B)(6) 2011, magna ease (B)(4) was implanted to correct aortic stenosis (as) and tricuspid valve. There was severe calcification. Calcified area was excised and the valve was implanted. After implant, extracorporeal circulation (ecc) was stopped and heart beat was restarted, paravalvular leak was observed under echo. Ecc was restarted and aorta was reopened. Customer sutured the leakage area additionally. Then the leak appeared less on the echo; however, the leakage area was not determined clearly and the leak had not totally disappeared. Customer judged that this amount of leakage would not be a problem so the patient chest was closed and the operation was completed. After the operation, doctor commented that he did not think this leakage was device related. There was severe calcification and as a result of removing the calcifications with (B)(4), most of the patient annulus was removed. Customer commented that it was assumed that the leakage occurred because there were some area with not enough contact with the device at the implant. Device remains implanted and will not be returned for evaluation.